Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: rectopexy. According to the rptr: the staples did not form correctly. The case was converted to open surgery to resolve the problem.